Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the surgeon experienced an inverted image on the system. The clinical sales representative (csr) received a report via text from the surgeon regarding this issue. The operating room staff attempted to resolve the problem by trying two different scopes and cycling the system power. The inverted image was successfully resolved following the power cycle. Upon reviewing the live logs, errors 48240 and 48245 were identified on the illuminator/scope. The surgeon continued with the procedure robotically. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The inverted image issue was resolved by cycling the system power. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to a communication issue with the illuminator/endoscope.